Event description:
It was reported the dermatome device has worn parts, it works intermittently. The device was in contact with the pt, however, it is reported there was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.